Manufacturer narrative:
It was reported that during navitor implant procedure the patient's blood pressure dropped and the mitral regurgitation worsened; the patient went into pulseless electrical activity. Also reported that the patient went into complete heart block 5 days after implant procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported patient effects could not be conclusively determined. It is possibly related to procedural difficulties; however, this cannot be confirmed. The unexpected medical intervention were case-specific circumstance. Percutaneous cardiopulmonary support was initiated for pulseless electrical activity. A permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 71.3mm and an area of 393mm^2. The length of the membranous septum was 4.2mm. During the procedure, before and during initial deployment, the patient's blood pressure dropped and the mitral regurgitation (mr) worsened. At 80% deployment the blood pressure returned to baseline. The valve was re-sheathed twice, in which mr acutely worsened, leading to tethering and hemodynamic collapse. The patient went into pulseless electrical activity (pea). Percutaneous cardiopulmonary support (pcps) was initiated. The implant depth at 80% was 5mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). The valve was implanted, and the aortic stenosis was resolved. The final implant depth was 5mm from the ncc and 7mm from the lcc. The patient's hemodynamics improved. The pcps was slowly weaned and removed from the patient, and the procedure was completed. On (B)(6) 2025 the patient went into complete heart block. A permanent pacemaker was implanted on the same day. The patient status was stable. The physician believed the mr may have been due to pushing the non-abbott guidewire or may have resulted from changes in left ventricular contraction due to reduced afterload following aortic stenosis relief. The patient status was ongoing hospitalization for monitoring.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 21 august 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 71.3mm and an area of 393mm^2. The length of the membranous septum was 4.2mm. During the procedure, before and during initial deployment, the patient's blood pressure dropped and the mitral regurgitation (mr) worsened. At 80% deployment the blood pressure returned to baseline. The valve was re-sheathed twice, in which mr acutely worsened, leading to tethering and hemodynamic collapse. The patient went into pulseless electrical activity (pea). Percutaneous cardiopulmonary support (pcps) was initiated. The implant depth at 80% was 5mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). The valve was implanted, and the aortic stenosis was resolved. The final implant depth was 5mm from the ncc and 7mm from the lcc. The patient's hemodynamics improved. The pcps was slowly weaned and removed from the patient, and the procedure was completed. On (B)(6) 2025 the patient went into complete heart block. A permanent pacemaker was implanted on the same day. The patient status was stable. The physician believed the mr may have been due to pushing the non-abbott guidewire or may have resulted from changes in left ventricular contraction due to reduced afterload following aortic stenosis relief. The patient status was ongoing hospitalization for monitoring.